Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box."

Event description:
It was reported that due to the need of the patient¿s disease and retained urine, the 16ch/fr foley catheter was lubricated with iodophor. The operation was sterile with smooth admission and the depth was normal. They used a 30ml injection syringe to inject 20 ml of sterile water and the urine drainage was observed to be smooth. On (B)(6), the patient passed away and the catheter was going to be removed. The sterilized water in the catheter airbag could not be withdrawn when they tried to pull out the catheter. This resulted in failed catheter removal. Also, it was stated it might be that the catheter had been in place for a long time and the physiological saline had been leaking.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product if have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that due to the patient¿s disease and retained urine, a 16ch/fr foley catheter was inserted and lubricated with iodophor. The operation was sterile, the admission process was smooth, and the depth was normal. They used a 30ml injection syringe for injection of 20 ml sterile water and urine drainage was noted to be smooth. On (B)(6)2021, the patient died and the catheter was going to be removed. The sterilized water in the catheter airbag could not be withdrawn when they tried to pull out the catheter. This resulted in the catheter being unable to be removed. Also, it was stated it might be that the catheter had been in place for a long time and the physiological saline had been leaking. Per additional information received via email on (B)(6)2021 from regional complaint coordinator, the doctor was able to pull the catheter out directly without any other operation or drug therapy. The catheter had been in place for about 30 days when the issue occurred and it was not available to return for evaluation. The patient passed away on (B)(6)2021, however it was not related to the device.